Event description:
It was reported that an edwards' mitral bioprosthetic valve was explanted at implant because the posterior leaflet was crimped and would not smooth out. Tee showed 2/3+mr. Took stitches out and inspected, continued to be crimped. Replaced with same size. Initial valve was appropriately deployed, handle was removed after commissures tied, all sutures tied and then the holder was cut. Healthcare provider would like the valve to be analyzed.

Manufacturer narrative:
Device evaluation anticipated, not yet completed. Additional manufacturer narrative: edwards received the explanted device; a thorough investigation and analysis is underway, and results will be reported once completed. No information received to suggest any patient adverse event after the replacement of this bioprosthesis by the same model/size edwards valve.

Manufacturer narrative:
X-ray. Device evaluation: the explanted valve was returned and evaluated by edwards, and results indicate the following: non-transmural tissue damage is noted on the on the outflow surfaces of leaflets 2 and 3. These indentation marks are consistent with the impression of forceps, which likely resulted from the implant/explant procedure. Leaflet 3 has creases and an indentation in the cusp area of the outflow aspect. Though the direct cause of these tissue creases is unknown, they would not pass the quality inspection during manufacturing at edwards. No other inconsistencies detected in the valve, as the leaflets were intact and flexible. No inconsistencies detected in the x-ray as the wireform is intact. The device was then forwarded for functional testing; edwards' standardized in vitro testing demonstrates that the regurgitation of the valve is acceptable per established standards. The as-received valve showed a 3.6% total regurgitant fraction (trf). No echocardiography was provided; therefore, the behavior of the valve and the mitral regurgitation observed in vivo cannot be confirmed. The device history record review was completed, and confirms that this device passed all manufacturing and sterilization inspections. Therefore, the available information suggests nothing to indicate a device quality deficiency that may have caused or contributed to the reported mitral regurgitation. It is likely that the reported event is related to patient and/or procedural factors.